Event description:
It was reported by medwatch that vascular access staff inserted new PICC (percutaneously inserted central catheter), without difficulty, post insertion chest x-ray- showed a metallic foreign body projecting over the lower right heart, provider was notified of results. Patient proceeded to ir where the foreign body was successfully removed. Foreign body appeared the end of the internal guide wire. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been received by the manufacturer for evaluation.